Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification during control testing, no battery issues observed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer called customer service on (B)(6), 2011 and reported he noticed a blank screen on his freestyle lite blood glucose meter. He also reported that approximately one week prior to calling, customer believed it was "around (B)(6), 2010", because he could not test, his "sugar got low". It was further reported he experienced diaphoresis, vertigo, confusion, felt clammy and subsequently lost consciousness. He additionally noted his friend came into his house and found him on the floor. Paramedics were called and administered glucose gel. Customer also noted he self-treated by eating food. There was no report of death or permanent injury associated with this event.